Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision occurred due to a femoral non-union. As per the reporter, upon explant corrosion was discovered on the plate and was most visible around the screw holes. The surgeon believes that the corrosion formation may have been assisted by wear debris generated by patient weight-bearing.

Manufacturer narrative:
Device evaluation: upon return, visual inspection of the returned plate revealed the screw holes of the plate had discoloration which confirmed the reported failure mode. Per reported failure functional testing was not applicable. Device records review: review of the device history records indicated that the returned product was visually inspected, and functionally tested prior to release.

Event description:
No additional information was provided.